Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned submerged in clear liquid in a specimen cup. One haptic is bent in the distal area. The optic center has multiple scratches on the anterior and the posterior surfaces. There appears to be an unknown matter/substance visible on the optic of the explanted lens. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Solution, damage, and what appears as an unknown matter (possibly organic in nature) was observed on the explanted lens. The directions for use provides information that this lens model was designed and intended as a replacement of the human crystalline lens in the visual correction of aphakia in adult patients following cataract surgery. Information in the file indicated the lens was implanted in 2006. The implanting surgeon retired and another surgeon took on this patient in 2007. At that time, the patient was a 6 year old child. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following bilateral intraocular lens (iol) implant procedures, a patient experienced bilateral decreased visual acuity. Approximately one year after the initial implant procedure, the patient became a patient of the reporting doctor. The patient at that point was 6 years old with rheumatoid arthritis. The patient did present with uveitis constantly. The doctor then noticed what seemed like a layer forming on top of the iol and decided to remove the lenses. The iols were exchanged for the same model approximately 13 years after the initial implant procedures. Additional information has been requested, although the reporting doctor does not have further product information as he did not perform the surgery and the surgeon has since retired. There are two medical device reports associated with this patient. This report is for the right eye.